Event description:
It was reported that there was an issue with ff016- 6 craniofix absorbabl.clamp sterile 11mm. According to the complaint description, postoperatively 1-2 years later, the patient experienced swelling on skin above the disc(s). The swelling was increasing, however, there was no infection. Revision surgery will be performed "around the summer". The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch reports: (B)(4) - ff016 - (9610612-2022-00118). (B)(4) - ff017 - (9610612-2022-00119).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Associated medwatch reports: 400552637 - ff016 - (9610612-2022-00118), 400552638 - ff017 - (9610612-2022-00119).

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot nuber(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results, a clear conclusion cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.